Event description:
A nurse called to report that the customer was hospitalized for high bgs. It was informed that the customer had high bags and continued to bolus until customer went to the emergency room. The customer did not treat high bgs with manual injections.